Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Angiographic outcomes of orsiro biodegradable polymer sirolimus-eluting stents and resolute integrity durable polymer zotarolimus-eluting stents: results of the orient trial eurointervention 2017. (B)(4).

Event description:
It was reported in a journal article that 122 patients received resolute integrity rx drug eluting stents. During index procedures, resolute integrity des were implanted in lesions located in the lm, lad, lcx <(>&<)> rca. Lesion characteristics included chronic total occlusion, calcification, ostial, bifurcation <(>&<)> stenotic lesions. Clinical outcomes at 12 months post index procedure included death, mi, tvr and bleeding events.